Event description:
It was reported that lead had high impedence and patient alert tripped for "vf detect off". Also noted that there was a "drop in r-waves." Additional information received indicated that the lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The ventricular pace impedance measurement began the record with a min/max value of 1344/1696 ohms and increased gradually until (B)(6) 2010 when it decreased and then rose to a final value of 2336/2752 ohms. The lifetime ventricular sensing integrity counter is 5403. A high value of this count can indicate a possible intermittency in the system.